Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports that a chunk is missing from left side of reservoir window. Customer's blood glucose was 145 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.